Event description:
Event description guidant received information that upon interrogation of this implantable cardioverter defibrillator (ICD) a warning message displayed indicating that the device was in fallback mode and had reverted to vvi pacing.